Event description:
Device issue: difficult to deploy- thumb advancer, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, although difficulty was encountered during thumb advancer deployment, exchange sheath splitting was completed. After clip deployment, difficulty was encountered during device removal and the access ports were used to assist with the removal of the device. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.